Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the lot number, manufacture date cannot be determined.

Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek xs system: 2.9 inr with a mean of 1.3 inr (survey range 0.7 - 1.9 inr) no adverse event reported. A request was made for the return of the affected product. Caller states that they no longer have the strips, so no product will be returned for evaluation.